Event description:
We received an allegation about discrepant results for 2 patients' samples tested with alkaline phosphatase gen.2 (alp2) assay on a cobas pro c503 analyzer. Sample 1 (patient 1): on (B)(6)2023: initial result: 283 u/l. 1st repeat result: 467 u/l. On (B)(6)2023 the same test tube was re-tested: 2nd repeat result: 196 u/l. 3rd repeat result: 192 u/l. Sample 1 was a serum sample. Sample 2 (patient 2): on (B)(6)2023: initial result: 661 ui/l. Rerun result: 170 ui/l.

Manufacturer narrative:
The alp2 reagent expiration date was not provided. The cobas pro c503 analytical unit serial number was (B)(6). Calibration and qc were performed and they were acceptable. The investigation is ongoing.

Manufacturer narrative:
A general reagent issue can be excluded as calibration and qc did not show any abnormalities. The customer is satisfied with the instrument. The investigation did not identify a product problem. The root cause of the event was consistent with a pre-analytical issue and is sample-specific due to the high leukocyte concentration of the samples.